Event description:
It was reported that the patient was admitted to the hospital for cardiac-related symptoms. The pulse generator could not be interrogated and it did not respond to magnet placement with asynchronous pacing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.